Event description:
The following case report was published in the heart journal advance access, 2005: three months after cessation of ticlopidine with continued use of aspirin, an angiogram at 6 month follow up showed a re-angulated coronary artery with contrast filling defect. At this site optical coherence tomography revealed the fractured stent at six o'clock with thrombus adhesion.